Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose went up to 400 mg/dl.